Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer was hospitalized due to hyperglycemia. Customer was released and advised to begin using previous insulin pump as healthcare professional believed that current insulin pump was not functioning. Customer was wearing insulin pump and was disconnected while in the ambulance. During troubleshooting, customer was not able to check for leaks or air bubbles due to not having reservoir or infusion set. Customer did not remember if cannula was bent or crimped after removing. Customer was unsure if basal rates and if bolus wizard were programmed accurately. Customer was advised to contact healthcare professional for correct settings. Customer did not have tubing clamp and was advised that tubing clamp would be sent in order to complete high pressure test.